Event description:
It was reported the patient was transferred to the ep lab for permanent pacemaker implant. A temporary pacemaker was in place from surgery on (B)(6)2010. While prepping the patient, the epg (external pulse generator) shut off. The pacer dependent patient briefly lost consciousness, while a new device was retrieved and attached. There was immediate responsiveness with the new device and no detriment to the patient. No further patient complications were reported as a result of this event. It was also reported that when the device had been turned back on, it immediately shut off. A bad battery was suspected. Testing was requested because the problem couldn't be identified. It was noted that the lock key was checked and found to be on. The device should not have been bumped or shut off accidentally.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient was transferred to the ep lab for a permanent pacemaker implant. A temporary pacemaker was in place from surgery on (B)(6) 2010. While prepping the patient, the epg (external pulse generator) shut off. The pacer dependent patient briefly lost consciousness, while a new device was retrieved and attached. There was immediate responsiveness with the new device and no detriment to the patient. It was also reported that when the device had been turned back on, it immediately shut off. A bad battery was suspected. No further patient complications were reported as a result of this event. Testing was requested because the problem couldn't be identified. It was noted that the lock key was checked and found to be on. The device should not have been bumped or shut off accidentally.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Alert date) corrected. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The ring and side bail covers were also found to be broke, the lead flex cover was corroded, and the keyboard was scratched. These visual anomalies would not have caused the reported behavior.